Event description:
It was reported the tdxsiv-2 powered wheelchair is shutting down unexpectedly. Further, it was reported that when the wheelchair is operable it runs sluggishly and emits a "burning" odor and odd "popping" noises.